Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist identified that the issue quantity was set to 1 and that the field was editable. The customer stated that the field had previously been blank and un editable. The customer was able to submit the rx verification request as usual, and the tss verified that the validation code was requested. The tss also confirmed in the customers myqlink (mql) rx verify menu that the request status was listed as new for the profile order. The tss advised the customer to wait for the pharmacy to approve the request, and no issues were detected from tss. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to request rxverify to issue lorazepam 0.5mg tablets. The customer reported that the issue quantity field was blank and could not be modified. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.